Event description:
Adverse event(s): "no information" (no information). Product problem(s): "lens went over injector" (no code available [iol (intraocular lens) implant]). A purchasing agent reported, an intraocular lens (iol) went over the injector. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/27/2010 and 06/17/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).